Event description:
It was reported that the patient experienced inflation issues with this ambicor penile prosthesis (app). A revision surgery was performed during which it was noted that the cylinders presented a deformity. The existing device was removed and replaced with a new app with no patient complications.

Event description:
It was reported that the patient experienced inflation issues with this ambicor penile prosthesis (app). A revision surgery was performed during which it was noted that the cylinders presented a deformity. The existing device was removed and replaced with a new app with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis (app) underwent a thorough analysis. The pump was visually inspected and leak tested. During visual inspection it was noted that the pump kink resistant tubing (krt) was cut in two pieces and that the metal end cap was still attached to the krt of the cylinder. No leaks were identified in the pump. The cylinders were visually inspected and tested for leaks. Visual inspection identified that the krt was cut from the pump. No leaks were identified in the cylinders. Based on the information available and analysis results, the reported clinical observation of a deformity in the cylinders could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.